Event description:
During a supraventricular tachycardia procedure, there was a procedural delay due to deflection issues. The catheter did not bend as expected. The catheter was exchanged but the same issue occurred. Both catheters were inserted into the patient. The catheter was exchanged again with a third catheter and the issue was resolved. The procedure was completed with no adverse patient health consequences.